Event description:
(B)(6) study. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the (B)(6) trial. The target lesion was in the right mid sfa with proximal reference vessel diameter of 4.5 mm and distal reference vessel diameter of 4.5 mm with lesion length of 100 mm and 90% stenosis and classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 150 mm sterling pta balloon. Treatment of target lesion was performed with placement of study device, ranger drug coated balloon of 5 mm x 200 mm. Post treatment, the final residual stenosis was noted be 20%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, complication of dissection of grade b was noted post pre-dilation with sterling pta balloon along with complication of residual stenosis was noted. In response to the event, balloon dilation was performed. Post treatment final residual stenosis was noted to be 20%. The complication was resolved and on the same day, and the subject was discharged.

Manufacturer narrative:
(B)(6).